Manufacturer narrative:
Correction - h6(results code, conclusion code). The reported event could be confirmed after evaluation of CT imaging obtained. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿the tibia shows only very little radiolucency and no cysts. The bone material adjacent to the component is fine, and except of a pretty progressed distal tibiofibular arthrosis, there is no loosening or migration or periprosthetic fracture visible. The pe cannot be assessed directly and there is no indirect sign of loosening or breakage. The talar component shows some radiolucency and cysts. Loosening can be confirmed, but no migration. Infection cannot be assessed with CT scan only, there is no information given, that there is an infection present in this case. " based on investigation, the root cause was attributed to a patient related issue. The event was caused by cyst's and osteointegration issues near the implant resulting in loosening. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The physician suspects that the talus is loose.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The physician suspects that the talus is loose.